Manufacturer narrative:
(B)(4)

Event description:
The patient presented in the operating room for normal device implant. During procedure, while removing the stylet, the terminial pin appeared to be bent on the lead. The lead was not implanted and replaced. The patient tolerated the procedure well and would continue to be followed normally.